Manufacturer narrative:
Concomitant medical products: 5086mri52 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing and the right ventricular (rv) lead exhibited oversensing during a ventricular arrhythmia. It further reported that a shock was possibly delivered for atrial fibrillation (af) with a rapid ventricular response. The ra lead and the rv lead remain in use. No further patient complications have been reported as a result of this event.